Manufacturer narrative:
The reported complaint of a blank white screen on the user control panel of the autopulse platform (sn (B)(4)) was confirmed during functional testing. The investigation findings revealed that the cause of the reported issue was due to a defective system processor board which may likely sustained during mishandling indicated by the cracked covers observed on the device. During visual inspection, cracked top cover, front and bottom enclosures on the returned autopulse platform were observed. This type of physical damages were likely attributed to mishandling such as a drop. The top cover, front and bottom enclosures need to be replaced to address the physical damage. Initial functional testing of the returned platform confirm white screen on the user control panel. To remedy the display issue, the defective system processor board was replaced. The platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with known good batteries for 15 minutes without any fault or error. The autopulse platform passed all the functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During the shift check, the autopulse platform (sn (B)(4)) was observed with a blank white screen on the user control panel after power on. The platform was tested with several batteries, however, the issue persists. No patient involvement.